Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gynecological procedure, on closing the cuff, there was difficulty toggling the dev ice. The toggle lever ultimately broke off. Another device was used to resolve the issue. There was no patient injury.